Manufacturer narrative:
Block h2 (additional information): bloc e3 (initial reporter occupation has been updated. Block h6: imdrf device code a0414 captures the reportable event of a balloon torn.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the balloon was ripped. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of a balloon torn.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the balloon was ripped. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.